Event description:
It was reported that the patient received a complete ukr with navio. Surgeon trialed sizes and confirmed his decision using depuy sigma implants, upon which were opened, (expiration, size, and compartment read to, and surgeon visualized implant packaging), and cemented in. The surgeon could not fit poly insert the implant into his now cemented femur and tibial tray and quickly decided to resort to a manual tkr using depuy product. Surgeon expressed he was not sure what happened, but just didn't feel right about it. He admits to believing that the navio, nor anything navio related was a factor in his final decision. Surgeons pa commented that the surgeon may have deep down wanted to do a total initially and took the first opportunity to do just that. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that when the patient received a complete ukr with the navio, the surgeon could not fit the poly insert implant into the cemented femur and tibial tray. The surgeon decided to convert to manual tkr using a depuy product the case screenshots and log files were not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. The navio system for unicondylar knee replacement and patellofemoral arthroplasty user's guide (500054 revg) has instructions for using navio. This failure is an identified failure mode within the risk file. A relationship between the device and the reported event could not be established and a root cause could not be determined. No further containment or corrective actions are recommended at this time. Per complaint details, after the ukr femur and tibial tray were cemented, the surgeon was unable to secure the poly insert, "and quickly decided to resort to a manual tkr using depuy product" as the surgeon "just didn't feel right about it". Reportedly the surgeon didn't believe that the "navio, nor anything navio related, was a factor in his final decision". Based on the information provided, unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The patient impact beyond a possible procedural change and the reported modified procedure/conversion to manual tkr could not be determined; however, no patient injury was reported. No further medical assessment is warranted at this time.